Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens and the patient has developed a cataract. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): cataract, induced. Device evaluated by manufacturer? No - lens remains implanted. Conclusions - (no conclusion can be drawn): based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the icl was implanted in the patient's right eye (od) on (B)(6) 2010. An anterior cataract was noted in the patient's eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012, the cataract was removed and an iol was implanted.

Manufacturer narrative:
Medical review. Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the (B)(4) clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. No conclusion can be drawn: based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).